Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Several bubbles noted, patient not affected rv 49.8, rate 2.3, given 56.2. No further information available.